Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's husband reported his wife passed out due to hypoglycemia. During the event, he tested her blood glucose on 2 separate aviva meters using the same vial of test strips. He received results of 90 mg/dl and 27 mg/dl within 1 minute. He provided treatment of a glucagon injection. There is no information to suggest the device caused or contributed to the adverse event. The alleged product was requested for evaluation.